Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the capsule was compromised as the iol was not used. Additional inf has been requested.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).